Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The software was updated. The unit passed extended self-testing. Covidien reference: (B)(4).

Event description:
The user facility reported that an 840 ventilator had an erratic lower graphical user interface (gui) display. There was no patient involvement.